Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system was down. Review of system log files shows malfunctioning flex vision pc. Upon troubleshooting, fse found that there was power supply issues with flex vision pc. Philips engineer replaced the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.